Event description:
It was reported that a one-link catheter extension set was not flowing properly. According to the customer, a technician was unable to flush the microbore extension set when it was used with a non-baxter syringe. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.